Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the outer and mid-shaft section found a break in the shaft at the port bond location, 110mm distal from hypotube bond. This type of damage is consistent with excessive tensile force being exerted on the delivery system as the bond stretched and then broke. The bi-component bond showed no signs of damage or strain. A visual and tactile examination of the bumper tip found the tip severely damaged at the distal edge and stretched on the proximal side. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tight mildly calcified left circumflex (lcx) artery. A 3.00x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, the device's shaft broke while the physician was trying to push the device towards the lesion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tight mildly calcified left circumflex (lcx) artery. A 3.00x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion. However, the device's shaft broke while the physician was trying to push the device towards the lesion. The procedure was completed with another of the same device. No patient complications were reported.